Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device has error messages for alarm speaker failure and base task. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Both tamper seals were intact. Visual inspection found the top and bottom cases were in good condition. No visible contamination. The pump did not have any paa alarms in the alarm history. On 27 feb 2023, there was a base task timeout alarm. Functional testing was unable to duplicate the issue. Base task timeout indicates the pump base has not responded to the supervisor task within the allotted time. Base will attempt to recover from this with no user intervention, since user interaction is not required there is no alarm message or audible tone associated. This alert occurs in the background, will not interrupt infusion, and is not visible to clinicians. Service history review identified an indication that the complaint was related to a service of the device within the review period. The previous service of the device was related to the customer reported issue of a base task timeout. Although the reported problem is the same, the service history review revealed no issue with the repair or previous service performed which could be attributed to the source of the problem for the current complaint. There is no action/repair done to the device. Performed preventative maintenance (pm). Device passed all functional tests.